Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken in posterior side assessed as unidentified (tear) opening. (Shell thickness within specification) additional observations: ¿ observed creases on the device.

Event description:
Healthcare professional reported left side rupture discovered at explant surgery. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture found at explant surgery.

Event description:
Healthcare professional reported left side rupture discovered at explant surgery. Device has been explanted and replaced with a non-allergan device.